Event description:
An alliance ii integrated inflation system was used during a ptca procedure. The complainant stated that "sometimes the alliance ii inflation / litho device works and sometimes it [doesn't]." According to the complainant, the reported difficulties were encountered outside of the patient, and the procedure was completed with a different device (product and manufacturer unknown). There is no further information available.

Manufacturer narrative:
The procedure stated in the event description is ptca. Further clarification is not available from the user facility if this refers to percutaneous transluminal coronary angioplasty (for which this device is not indicated). The suspect device has been returned, but the evaluation is not complete; therefore, the cause of the reported difficulties has not been determined.